Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not complete the boot-up process. Physio replaced the user interface pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator in present and their device will not complete the boot-up process. Defibrillation may not be available, if it were necessary. There was no patient use associated with the reported event.